Manufacturer narrative:
The investigation for the thrombus and vascular damage has been completed. No product was returned for analysis. Clinical details were not sufficient to determine the root cause. The root cause of vascular damage and thrombus could not be determined as no product was returned and limited clinical information was provided. Corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The complainant reported that the current impella rp was weaned and explanted with wire access maintained through the cannula. A new sheath was inserted, and patient was monitored. Numbers began to deteriorate so the team opted to place a new impella rp even weighing anticoagulation issues with argatroban and patient being heparin-induced thrombocytopenia positive. New rp was inserted with no issues. Pa line and 0.027 wire were in the right pulmonary artery and pump ended up in an ideal position. Flows were 3.9 l/m at p8, and the patient¿s pressures improved immediately. When prepping her for transport to the intensive care unit (ICU), frank blood was noticed in the endotracheal tube. The physician noticed significant clot and tried for 1 hour to remove them. The patient deteriorated rapidly. Unable to do CPR due to unknown bleeding in the lungs. Team did not see any path for further escalation and brought the patient to the ICU. The patient expired in the ICU.